Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s pump was not working. The catheter had completely come off the pump and out of the spine a little bit. The patient had surgery to put the catheter back on six months ago and it had happened again. Refer to MFR report # 3004209178-2018-01214 regarding a subsequent event. The patient had noticed their spasms coming back. It was further reported that the hcp could not aspirate the medication form the pump because it had slipped / flipped over. Regarding if the patient¿s change in therapy or symptoms occurred suddenly or gradually, it was indicated as having been unknown. The pump not working / pump having flipped over, spasms, and catheter coming off the pump and pulling from the spine were described as having occurred in (B)(6)2017. The date(B)(6) 2017 is considered an approximate date of event (year known only). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-sep-29 regarding a patient receiving lioresal (50 0mcg/ml at 9.5mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain and other non-malignant pain. It was reported that the patient experienced a return of symptoms on an unknown date. Before the surgery date (B)(6) 2017), it was determined via x-ray that the catheter was out of the intrathecal space. It was noted that the catheter was bunching up by the pump. It was found that the pump in the patient's previous surgical pocket was too loose inside the skin, causing it to flip. The patient's belly anatomy could not physically support the pump, and the tissue quality inside the pocket would not hold sutures for the pump. This caused the catheter to bunch and coil up considerably, resulting in a loss of therapy. It was noted that regular patient movement likely contributed to the issue. The pump pocket was revised and the catheter was replaced, and the issue was considered fully resolved. The patient's status was alive - no injury, and no further complications were reported or anticipated.